Event description:
It was reported that a homechoice device experienced a system error 2267 alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. The patient stated that there was a loose connection. The patient would complete therapy with a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not available and the sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional information become available, a supplemental report will be submitted.